Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a scd pump. The customer reports the unit sparked fire from the back as soon as they plugged it in. There was no harm or impact to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.